Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump fell and hit the ground causing the pump touch screen to become cracked. Customer is unable to interact or with pump due to the cracked touch screen. There was no reported impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.